Event description:
Procedure type: hemicolectomy. Pt gender: unk. According to the reporter: the blue valve inside the 10-15mm connector, detached inside abdomen. There were no complication for the procedure, because the procedure was already converted from laparo to open prior the event. There was no add'l bleeding, no tissue damage and the operative time was not extended over 30 minutes. No pt injury was reported.

Manufacturer narrative:
(B)(4).